Event description:
It was reported that during a da vinci gastric bypass procedure, the bowel grasper instrument was not grasping. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on an in-house system and no trouble was found. Engagement and recognition test passed. The instrument moved with a full range of motion. Functional testing passed. The grips opened and closed properly. The instrument was able to grasp foam and pull it back to different positions on repeated attempts. An additional finding was various scratches on the main tube with light material removal. The scratches were not axially aligned with the tube. Sections missing material measured .074 and .127 exposing silver material of the main tube. Another abrasion, located 5.643 from the distal end, had no material was missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.